Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain surgery, the ptfe pad of the subject device got loose 15 minutes after the user started using the subject device. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was deformed and the distal end of the ptfe pad was separated from the grasping section. There were contact marks on the surface of the probe and the grasping section. The MFR record was reviewed with no irregularities. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates partly from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. The instruction manual of the subject device already states; warnings: do not activate output for an extended period while the grasping section is closed without contacting tissue. This report is being submitted as a medical device report in an abundance of caution.